Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer went to shift his weight pushing on the arms when the l bracket that holds the stop on the armrest allegedly broke allegedly causing the consumer to fall out.